Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old male patient weighing (B)(6). During the procedure, as the guide catheter was retracted for stent deployment, the stent would not deploy in spite of additional force being applied. The guide catheter stretched and the device was removed from the patient. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The guide catheter was stretched and broken near the proximal end. The broken distal piece of guide catheter remained inside the delivery system and could not be removed due to considerable residue present. The distal end of guide catheter was kinked/bent (suture impression). There was no damage to the suture hole and stent. A functional evaluation for deployment of stent could not be conducted due to the broken guide catheter assembly. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.